Event description:
During device replacement due to normal eri, the set screw could not be loosened to remove the right ventricular lead from the device. The system was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of set screw connection issue was confirmed. The device was received with a partial lead stuck in the ventricular bore. An evaluation of the device header found the ventricular set screw hexagonal inset had been stripped. Stripping is consistent with improper wrench insertion. The ventricular set screw was successfully removed and replaced, and the ventricular lead was extracted from the header.